Event description:
A web form complaint was received in which a high readings issue was reported with the adc device compared to a reading obtained on a built-in reader. Customer experienced symptoms of ¿felt weird¿ and was unable to self-treat, requiring third-party treatment of sugar provided by a relative, a neighbor, or a friend (a person who is not a doctor). No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.